Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stent separation was confirmed. The failure to advance and difficulty removing could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. The failure to cross was likely due to the anatomical conditions. Additionally, the wrinkling noted to the distal sheath likely occurred during the failed attempt to cross, which led to the wrinkled sheath causing the stent to partially deploy. The partially deployed stent likely caused resistance during removal resulting in stent separation. As a result of the stent separation, a cut down was performed to remove the separated stent portion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, non-tortuous iliac artery. Pre-dilatation was performed with an unspecified balloon and an unspecified 7f sheath. A 8x80mm absolute pro self-expanding stent system (sess) failed to cross due to the anatomy. During removal, the sess felt resistance with the sheath, so the devices were being removed together when it was noted that a portion of the stent had separated at the access site. A cut down was performed to remove the separated stent portion, and a same sized absolute pro stent was used to successfully complete the procedure. The patient was fine. There was a clinically significant delay in the procedure. No additional information was provided.